Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient had a cgm accuracy issue the day after the sensor was put into the arm. On (B)(6) 2024, the patient¿s cgm was reading 400 mg/dl. No bg meter reading was taken at this time. The patient was also wearing an omnipod 5 insulin pump. Due to the high cgm value, the insulin pump automatically increased the patient's insulin doses and the patient also self-treated with an insulin injection. Eventually the patient lost consciousness and fell to the ground. The patient¿s boyfriend took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 16 mg/dl while the cgm was reading high mg/dl. The only treatment reported was orange juice and potassium. The patient was discharged home after 5 hours. The patient was still feeling ¿sick and exhausted¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before going to the ER. The reported glucose values fall within the e zone of the parkes error grid when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.